Manufacturer narrative:
Date rec'd by MFR: 07jun2019. Date of report: 10jun2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. During testing of the touchscreen, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided.

Event description:
It was reported that the unit could not be placed standby mode because the touchscreen was unresponsive. There was no patient involvement. Event date not specified, estimate used.